Event description:
Pt had scarring from multiple previous procedures. Dilator was being manipulation into place. During the procedure, distal portion of device separated. Separated segment remained in pt. No further info was available.